Manufacturer narrative:
Upon receipt of this ambicor penile prosthesis (app) at our quality assurance laboratory, the returned device underwent a thorough analysis. The cylinders were visually examined and microscopically tested. Both components had wear at fold in the proximal end. One of the cylinders had holes in the middle of the body and the proximal end consistent with explant damage. The pump was visually examined and functionally tested. Analysis of the pump identified the component performed within specifications. During the investigation the functional test was not performed due to the holes found in the cylinder from sharp instruments. Based on the information available and analysis results, the product analysis was not able to identify the cause that could have contributed to the reported clinical observation of deflation and inflation issues.

Event description:
It was reported that the ambicor penile prosthesis (app) cylinders were not functional. Right side inflated all the time and fails to deflate, left side deflated all the time and unable to inflate. A surgical procedure was performed in which the app was removed and replaced with a tactra. During the procedure, it was noticed that the color of the fluid inside the device has changed to light brown and the smell was not normal. The device failed to deflate after removal. No patient complications were reported.

Event description:
It was reported that the ambicor penile prosthesis (app) cylinders were not functional. Right side inflated all the time and fails to deflate, left side deflated all the time and unable to inflate. A surgical procedure was performed in which the app was removed and replaced with a tactra. During the procedure, it was noticed that the color of the fluid inside the device has changed to light brown and the smell was not normal. The device failed to deflate after removal. No patient complications were reported.